Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level detector was not working properly. The red sensor was not working and yellow sensor constantly alarmed. The entire perfusion system base was removed from service and they used a pediatric unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.